Event description:
Zimmer dorknock suction machine, serial # [(B)(6)], leaking when docked to drain/clean.

Event description:
Zimmer dorknock suction machine, serial # [redacted], leaking when docked to drain/clean.